Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Per documentation and medical safety team call it was reported that the patient experienced inaccurate cgm values. The patient was asleep, and at around 9:30 pm, the patient woke up and felt low so she drank 3 juices right away. Although the cgm value displayed on her tandem insulin pump screen was 50 mg/dl, she had not received any low alarms. She had a seizure and lost consciousness shortly thereafter. The cgm value was 44 mg/dl and her husband called ems. They arrived within minutes as she was regaining consciousness. She remembered few details, but the bg finger stick value by paramedics was in the 40¿s (mg/dl), and the cgm values were in the 60¿s (mg/dl). She was not treated with glucagon or other medication by paramedics in route to the hospital. In the ER around 10:00 pm the bg finger stick value was 394 mg/dl but the cgm value was 200 mg/dl. She had a diagnostic CT scan but was not treated with any medication by staff. She gave herself a correction insulin dose via her pump for the high bg level. Two hours later she was discharged in stable condition. Upon returning home she went to bed. She did not remove the sensor, but turned off control iq on her pump and used her glucometer to make treatment decisions. The next day she replaced the sensor. Per medical review, this would constitute a serious adverse event as there was serious injury. (The patient lost consciousness and had a seizure.)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was asleep, and at around 9:30 pm, the patient woke up and felt low so she drank 3 juices right away. Although the cgm value displayed on her tandem insulin pump screen was 50 mg/dl, she had not received any low alarms. She had a seizure and lost consciousness shortly thereafter. The cgm value was 44 mg/dl and her husband called emergency medical services (ems). They arrived within minutes as she was regaining consciousness. She remembered few details, but the bg finger stick value by paramedics was in the 40¿s (mg/dl), and the cgm values were in the 60¿s (mg/dl). She was not treated with glucagon or other medication by paramedics in route to the hospital. In the emergency room around 10:00 pm the bg finger stick value was 394 mg/dl but the cgm value was 200 mg/dl. She had a diagnostic CT scan but was not treated with any medication by staff. She gave herself a correction insulin dose via her pump for the high bg level. Two hours later she was discharged in stable condition. Upon returning home she went to bed. She did not remove the sensor, but turned off control iq on her pump and used her glucometer to make treatment decisions. The next day she replaced the sensor. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.